Event description:
A patient reported that their upper and lower teeth no longer properly nest. Their bite is off and the rear back teeth are not touching. The teeth outside of the front are connecting and preventing the back from nesting properly.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.